Event description:
Initial reporter indicated that the vns pt was having gradual 10 sec pauses to her heart rate. Heart rate is 30-40 beats per minute. It was thought by the pt's treating neurologist's office that the event could possibly be related to pt stress and being overweight. The pt was implanted with the vns in 2005 and this is new event for the pt. The pt has had no previous cardiac interventions taken. The pt had a pacemaker inserted. All system diagnostic testing was within normal limits after the pacemaker insertion. Good faith attempts have been made for additional info surrounding the event.